Event description:
Manufacturer report number: 2916596-2022-10516, 2916596-2022-10517, and 2916596-2022-10837. It was reported that on (B)(6) 2022 the patient performed an emergent system controller exchange due to a yellow wrench alarm. On (B)(6) 2022, the patient's new primary system controller alarmed for driveline power faults and power cable disconnects. There were also low flow alarms, no external power alarms, driveline disconnect alarms, and pump off alarms. The system controller was exchanged again on (B)(6) 2022 due to yellow wrench and red heart alarms. Later that day, an emergency medical technician (emt) was called to the patient's home where they found the door on the back of the controller that covers the driveline eject button was unable to completely close. This indicated that the driveline was not completely seated into the controller. The emt plugged the controller all the way in and then closed the door and locked it in place. The display showed the pump speed to be of 5400 rpms. The patient was then transported to the hospital where they passed away.

Manufacturer narrative:
Missing patient information was requested, but not provided. Event: clarification: related MFR # 2916596-2022-10516 reports on the patient's pump. Related MFR# 2916596-2022-10517 reports on the first system controller exchange that occurred on (B)(6) 2022. Related MFR# 2916596-2022-10837 reports on the third system controller that the emt noted the driveline was not fully plugged into. A request to obtain the system controller serial number has been made, but this information has not yet been provided. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The emergent system controller exchange performed on 15apr2022 was due to driveline power faults. The second system controller exchange, performed on 18apr2022, was due to yellow wrench and red heart alarms.

Manufacturer narrative:
Section a: patient age and weight at time of event are estimated. Manufacturer's investigation conclusion: the reported event of a yellow wrench advisory alarm was confirmed via the downloaded log file. The system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review with events spanning approximately 5 days (15apr2022 -18apr2022, 27may2022 per time stamp). Events occurring on 27apr2022 took place during lab testing at abbott. On 18apr2022 at 14:14:02, driveline power fault alarms were active and accompanied by pwr a broken faults. The driveline was disconnected at 14:15:32 and the driveline power fault alarms resolved. The driveline remained disconnected for the remainder of the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported event was unable to be reproduced. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 01feb2018. Heartmate iii instructions for use (IFU) section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly exchange the system controller. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and driveline power fault alarms. Driveline power fault alarms are accompanied by yellow wrench advisory alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.